Event description:
It was reported that the tubeset was contaminated (black spec) upon opening.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.